Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This led to an always activated up button and an unsolvable e8 error message; therefore, none of the buttons react on pressure.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported the infusion device will not respond to button presses. The infusion device was not dropped on a hard surface in the past 48 hours, and the key-lock feature is not activated. She inserted a new battery, and the infusion device displayed an e8 power interrupt error. She was unable to clear the error message by pressing the check button. The protective rubber on the up button has detached, and the metal base-plate is visible. She switched to her backup infusion device, and the alleged infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.